Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (07/27/2016).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding, severe pelvic pain, significant voiding dysfunction, recurrent urinary stress incontinence, cystocele, and mesh complications.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, severe pelvic pain, significant voiding dysfunction, recurrent urinary stress incontinence, cystocele, and mesh complications.

Manufacturer narrative:
It was reported that the patient underwent removal of tvt exact and extensive urethrolysis on (B)(6) 2012 by dr. (B)(6) and on (B)(6) 2012 the patient underwent removal of tvt exact but could not locate the remaining miniarc by dr.(B)(6) due to severe pain, systematic involvement and erosion.

Event description:
It was reported that the patient underwent removal of tvt exact and extensive urethrolysis on (B)(6) 2012 by dr. (B)(6) and on (B)(6) 2012 patient underwent removal of tvt exact but could not locate the remaining miniarc by dr. (B)(6) due to severe pain, systematic involvement and erosion.

Manufacturer narrative:
Additional patient codes: (B)(4) - hematuria additional narrative: it was reported that the patient underwent sling revision, urethral lysis, anterior colporrhaphy and paravaginal repair on (B)(6) 2013 by (B)(6) due to dyspareunia and hematuria.